Event description:
It was reported that a pump powers on and off without user input. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.